Event description:
Boston scientific crm received information that the coronary sinus wall was perforated while attempting to implant the left ventricular (lv) lead. The lv port was plugged and the patient will be brought back in a couple of weeks for a new lv lead placement procedure. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.